Event description:
Subacute onset of hip pain. Loosening of acetabular component, left hip resurfacing. Acetabular component separated from substrate (in-growth surface). The surface replacement from corin was implanted in the united states. It is not FDA approved here. At 12 years after surgery the cup separated from the substrate used for bone attachment. The cup turned upside down generating metallosis and immobility for the pt.